Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient was known to have a history of right bundle branch block (rbbb) and left anterior fascicular block (lafb). During the implant of the valve, complete heart block (chb) and left bundle branch block (lbbb) were reported. Subsequently, a permanent pacemaker was implanted during the procedure. No additional adverse patient effects were reported.